Manufacturer narrative:
(B)(4); this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and noise with oversensing and pacing inhibition, however asystole was not observed. The lead also exhibited low pace impedance measurements that remained within normal range. A chest x-ray indicated the lead was fractured. The lead was surgically abandoned and replaced. No adverse patient effects were reported.